Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact on the customer's blood glucose level. The corrective action involved returning the device, and a replacement pump was arranged.